Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent intermittent drainage and pain at the implant site. Subsequently, the patient was treated with steriod cream at the implant site (date not reported).